Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of 'pump keeps alarming air in line' and 'does not alarm when door is open' was not reproduced. A review of the event history log (ehl) revealed 'pump keeps alarming air in line' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition 'pump keeps alarming air in line' was verified. The cause of the 'pump keeps alarming air in line' was determined to be the out of specification ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. The reported problem 'does not alarm when door is open' could not be confirmed during evaluation. The reported problem was confirmed through the contributed component causality, determined to loose link screws and therefore the link/ link switches required to be adjusted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump keeps alarming air in line and does not alarm when door is open. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.